Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope exhibited slight bent lens. The issue occurred during set up and inspection before patient in room. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation bent/dent outer tube, fiber breakage, light guide adapter loose. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. Regarding the newly identified malfunctions, it is likely the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.